Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain. The patient developed a "blood infection" in 2014 and was admitted to the hospital. It was indicated that tests were run, including blood tests, and the healthcare providers (hcp) could not pinpoint the source or location of the infection. Patient symptoms included fever and pain. The patient was given both oral and intravenous (IV) antibiotics. The infection was resolved.